Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, it was noted that the patient was having heart issues because of the pacemaker. The physician explanted and replaced the pacemaker on (B)(6) 2022. There were no adverse consequences to the patient.